Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet system, with the lowest value of 52 mg/dl occurring overnight; the user adjusted the cgm target to a higher setting per prior guidance and subsequently completed a factory reset with full supply change and reconnection to the mobile app, after which insulin delivery resumed and education on meal announcements and learning phases was provided. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and juice without need for third-party assistance, glucagon, emergency services, or hospitalization. Investigation included review of device operation with remote troubleshooting, software-guided factory reset, and user education. Investigation of this case revealed no device alarms, successful restoration of therapy settings, and resumed insulin delivery following reset and supply change. It was concluded that the cause of hypoglycemia was unclear, with the device functioning as expected after reset and settings adjustment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.